Event description:
It was reported that: "a piece of black plastic broke off of the handle as the doctor was advancing the starter awl into the femoral canal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.